Event description:
It was reported that the rv (right ventricular) lead was explanted and replaced due to inappropriate shocks, high pacing impedance of greater than 2000 ohms, oversensing, and loss of capture. Further information from an attorney alleges the patient sustained injury as a result of a defective lead. No further patient complications were reported as a result of this event. Further alleged that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]", and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Event description:
It was reported that the rv (right ventricular) lead was explanted and replaced due to inappropriate shocks, high pacing impedance of greater than 2000 ohms, oversensing, and loss of capture. Further information from an attorney alleges the patient sustained injury as a result of a defective lead. No further patient complications were reported as a result of this event. A lawsuit further alleged that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]", and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.

Manufacturer narrative:
Additional information received reported an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): proximal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the rv (right ventricular) lead was explanted and replaced due to inappropriate shocks, high pacing impedance of greater than 2000 ohms, oversensing, and loss of capture. Further information from an attorney alleges the patient sustained injury as a result of a defective lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.